Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder customer stated that the tubing disconnected and blood spilled. The following information was provided by the initial reporter. The customer stated: "once blood collection started the tubing disconnected from the luer and plastic attachment, resulting in blood spillage and inability to collect blood. Equipment used from same box for previous patients. No problems previously.the tubing disconnected from luer adapter, not at adaptable location where luer can be removed, but higher above the plastic where it should be moulded."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder customer stated that the tubing disconnected and blood spilled. The following information was provided by the initial reporter. The customer stated: "once blood collection started the tubing disconnected from the luer and plastic attachment, resulting in blood spillage and inability to collect blood. Equipment used from same box for previous patients. No problems previously. The tubing disconnected from luer adapter, not at adaptable location where luer can be removed, but higher above the plastic where it should be moulded."

Manufacturer narrative:
It has been determined that the device that failed in this event is not a bd product. Therefore MFR report # 1024879-2023-00362 was sent in error. This event should be considered not reportable.